Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, air was noted in the left ventricle (lv) with a possible air embolus to the coronaries at the time of the noted ventricular tachycardia (vt). The air was removed via a lv vent. High purge pressure alarms appeared on the automated impella controller (aic). Heparin was run through the purge line to manage the issue. However, a chest wall bleed was noted leading to blood being given and an additional stitch being placed at the graft. Support was continued following the intervention.

Manufacturer narrative:
The investigation of vf/vt/af/at, high purge pressure, and embolism has been completed. The pump was not returned for investigation. The data log shows an approximate 1-hour gradual rise in purge pressure. High purge pressure was resolved with a gradual decrease trend; however, the purge pressure remained on the higher end but within the specification range for the remainder of the case run. The data log also confirms that priming was successfully completed before pump insertion. High purge pressure: the cause of the high purge pressure issue was biomaterial buildup based on data log review and provided clinical details. Embolism: the cause of the embolism issue was not determined, as sufficient clinical information was not provided. The relationship between the impella and the embolism remains unknown. Vf/vt/af/at: as the necessary information was not provided, the root cause of the vt/vf was not determined. Investigation results for vascular damage - peripheral vessel were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29231. Should any new information be received, a supplemental manufacturer device report will be filed. H6 health effect - clinical code 1888 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29231.